Event description:
A report was received that patient's stimulation had changed and was receiving uncomfortable stimulation. Reprogramming was attempted but still unsuccessful. The patient underwent a revision of the lead where a lead was explanted. As the physician pulled the lead back, the lead was bent and kink. The physician believed that the event happened prior to the revision. The patient was receiving perfect coverage after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that patient's stimulation had changed and was receiving uncomfortable stimulation. Reprogramming was attempted but still unsuccessful. The patient underwent a revision of the lead where a lead was explanted. As the physician pulled the lead back, the lead was bent and kink. The physician believed that the event happened prior to the revision. The patient was receiving perfect coverage after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial / lot #: (B)(4), description: linear st lead, 50cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.